Event description:
The following has been reported: biomed reported : pump problem error service required. No patient harm and no active infusion. A preliminary review identified the following issue: sensor hardware failure (pressure sensor board). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a pressure board failure. Upon return, the device was alarming at startup. A temporary reference pressure board was installed which resolved the alarm. No physical fault could be identified on the board. It was also found the ipc service seal shows minor gouging and should be replaced to ensure good set connections.